Event description:
The labels on the face of the vital signs monitor are wearing off. One can still read them, but it is becoming difficult. For instance, one label indicates "systolic" but it is about 50% worn off. The labels appear to just be painted on and seemingly would wear off without any evidence they existed leaving only the number readings that are led lights and no idea of what parameter the number goes to.manufacturer response for vital signs monitor, dinamp (per site reporter).======================replacement front panels are available as parts we can purchase.